Event description:
The customer reported that the alarm has power but an intermittent alarm tone when pressure is off the pad. The customer tested the alarm with new batteries and a new sensor pad and same results. There was no visible damage to the alarm reported. There was no patient contact.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the product found that the alarm powers on but there is no alarm tone or fail safe. The nurse call light is constantly on when using number one sensor receptacle. The alarm's battery door is cracked on the outside. The mic led is not visible from the outside and there are loose parts that can be heard rattling inside the alarm case. The posey logo sticker is missing from the front of the alarm case. Note: the posey sitter ii is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. (B)(4).